Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 4.6 mmol versus 14.0 mmol meter to lab. Tests were done within 10 minutes with a difference of 67%. Pt did not experience any adverse events. No further info has been reported.